Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a non-vented blood set was leaking at the lower fitment during patient use. There was no report of patient harm.

Event description:
The customer reported that a non-vented blood set was leaking at the lower fitment during patient use. There was no report of patient harm.

Manufacturer narrative:
No product was returned however, a photo of the set was received with an arrow written on a note pointing near the silicone segment and lower fitment were the leak reportedly occurred. A leak could not be confirmed based upon the photo.